Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
A consumer reported via a manufacturer representative (rep) that she thought she was being called because she heard of some of the devices failing after a few years. This was a general comment and not about a specific patient. No further details provided.